Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, "occasional e226 errors" pointed out by the client at the repair department confirmed that phenomenon was not reproduced. However, the cable was found to be bent or twisted, and it is possible that a communication failure occurred due to a cable failure resulting in a temporary e226 failure. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the autoclavable camera head was sporadically displaying an e226 error code, which prevented the device from being used during a therapeutic, laparoscopic removal of a cervical stump procedure. A similar device was retrieved to complete the procedure, which caused a 10-minute delay while the patient was under general anesthesia. There is no evidence that the intended procedure was being done urgently, nor were there any reports of any missed critical diagnosis. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of e226 error was not confirmed. The device evaluation found the cable was buckled and twisted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.